Event description:
It was reported that during a ptca/stent procedure, the stent delivery system inflated into an abnormal shape. It was then inflated 3-4 times to post dilate with good result. Reportedly, no pt injury occurred.